Manufacturer narrative:
Exact date unknown, event occurred in the year 2013. Explant date: 2013. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2138500; model: sc-2138-50; serial: (B)(4); batch: 141403/a13642.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. There was no device malfunction suspected. The explanted scs system was discarded by the medical facility. No further information has been obtained despite good faith efforts.